Event description:
The contact for a peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the patient¿s liberty select cycler alarmed with an ¿m71.2 pressure leak alarm¿. The alarm occurred during ¿step 3¿ of set up. It was reported that the alarm only occurred once. The patient¿s contact confirmed they were able to make it into the treatment; however, they still wanted the cycler to be replaced. The ts representative issued a replacement cycler to the patient and advised the contact to inform the patient¿s pd registered nurse (pdrn) of the replacement. It was confirmed that the patient was trained to perform manual pd therapy and had the necessary supplies to do so. The ts representative told the patient¿s contact that they could continue using this cycler until the replacement arrived. Instead, the contact stated the patient would perform manual/continuous ambulatory pd (capd) therapy. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, thermal decomposition was identified between capacitors 81 and 88 on the I/o board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The front panel ground screw was removed, and an internal inspection was performed. The front panel assembly rested on capacitors 81 and 88 while the cycler was powered on causing a short. A photo was provided in which visible thermal decomposition was observed between c81 and c88. The cycler was rebooted, and a watchdog alarm was encountered upon restarting the device. The I/o board was replaced. The cycler failed the system air leak test due to a leak from the manifold valve (7 valve). The manifold valve was replaced, and the cycler then passed the system air leak test. The cycler passed the valve actuation test, and no discrepancies were encountered during the mushroom head check. A post-accelerated stress test (ast) simulated treatment was performed on the cycler without any failures or problems. The internal visual inspection of the returned cycler identified visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause for the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported event was able to be confirmed.